Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device screen shut off, and the unit emitted an abnormal beeping noise when the user tried to recover drawer. A field service engineer shut down the device, inspected the drawer, opened the back panel, and found that the bearing cage was loose in the back. The engineer also found that the retractor band had a cut with some thermal damage, along with the rear half height controller board. Further, the engineer replaced the position sensor as one of the cables for it was ripped. The engineer booted up into the application to verify the drawer functionality, recovered drawer 3.1, and ejected the pocket, which was messed up. Further, the engineer replaced the rail to the drawer since the bearing cage had fallen off and confirmed the drawer functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary screen shut off and the unit began making a strange beeping noise. The customer tried to recover the drawer; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.